Event description:
It was reported that the patient underwent a revision procedure due to inflation issues, the pump riding high in the scrotum and discomfort with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During time of explant the physician observed that the pump tubing was twisted causing the pump to rise in the scrotum. The physician alleges the reason for the inflation issues and the pump migration was due to the tubing being twisted.

Manufacturer narrative:
Device analysis: allegations of pump migration, twisted tubing and an inflation issue were reported. The ms pump was visually inspected and functionally tested. The pump was functionally tested and failed the activation test, thus requiring more than 8lb. Of force to activate. No other device malfunction was identified. Product analysis therefore confirmed the reported inflation issue but could not confirm the reports of pump migration and a twisted tubing. Visual inspection and functional testing of the ams700 momentary squeeze (ms) pump confirmed the reported allegations of pump migration, twisted tubing and an inflation issue. The pump was functionally tested and failed the activation test. Product analysis therefore concluded pump malfunction as the most probable cause of the event, since issues activating the pump could lead to the reported events. The product record review confirmed the reported events of pump migration, encapsulation and kinking do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to pump malfunction through product investigation.

Event description:
It was reported that the patient underwent a revision procedure due to inflation issues, the pump riding high in the scrotum and discomfort with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During time of explant the physician observed that the pump tubing was twisted causing the pump to rise in the scrotum. The physician alleges the reason for the inflation issues and the pump migration was due to the tubing being twisted.